Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm on (B)(6) 2025. Data was provided for investigation. Confirmation of the complaint was not confirmed. However, transmitter failure was found in connection to the reported allegation. No injury or medical intervention was reported.